Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 29-dec-2017 with the following findings: a review of the black box showed power on reset events post call service 128 and 064 alarms. The battery compartment was undamaged. The battery cap was not returned, a test battery cap fit securely to the pump. The rewind, load, and prime steps were performed successfully. The pump cover was removed to find no intermittent conditions to the power printed circuit board. The no power issue was unable to be duplicated during investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging that the pump had no power. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no serious injury associated with the complaint.